Manufacturer narrative:
This will be filed as a death summary report per FDA exemption approval number - e2015009. The devices were not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information reviewed, a cause for the reported death events could not be determined. The reported patient effect of death, as listed in the mitraclip instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 127 death events with the clarifier n/a. The relationship of the deaths to the mitraclip device could not be determined based on the limited data received from the registry. Patients¿ mean age 79 years, ranging from 28 - 98 years. 62% patients were male, 38% patients were female. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.